Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced seven inappropriate shocks that the physician believed were inappropriate due to atrial driven arrhythmias and as a result therapy was exhausted. Additional information received detailed that this ICD was reprogrammed. This ICD remains in service. No additional adverse patient effects were reported.